Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Action taken with dianeal therapy was unknown. The patient experienced peritonitis. The patient was not hospitalized for peritonitis. The outcome of this peritonitis event was unknown.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, then a follow up report will be submitted. The age of the patient at the time of the event is unknown.